Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose readings and hospitalization from the pump. The customer stated she had chest pains and her blood glucose started to go up after she had pictures of her x-ray. The customer's blood glucose reading was 345 mg/dl. The customer had symptoms such as nausea. The customer also had a low reading of 62 mg/dl and treated with glucose tablets. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted in performing displacement test. The customer stated that the test passed. The customer was advised to monitor the pump and blood glucose readings.